Event description:
It was reported that that the femoral component broke at junction of distal femoral thru the intercondylar region.

Manufacturer narrative:
An evaluation of the device cannot be performed an the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.